Manufacturer narrative:
H.3., h.6.: the sample was returned for evaluation; however, no unopened samples were provided for verification. Sealed blisters were sampled for further testing and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional, stating that the lens tore while handling. Upon follow up, further information received which stated that the consumer after wearing the contact lens following instructions, experienced a piece of lens got torn and went under the right eyelid. Consumer had gone to emergency service where the piece of lens was removed by the ophthalmologist. Upon examination, injury and inflammation were discovered· the medical report stated that, anterior segment of eye small erosion, temporal, level, ectropion, contact lens remnant removed. Consumer was diagnosed as corneal erosion due to contact lens remnant subtarsal in right eye. Consumer was prescribed with ofloxacin with an unknown frequency. The current condition of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has been requested but not yet received.